Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the surgeon was getting varying and high impedance upon device interrogation outside of normal range. The implantable neurostimulator (ins) was almost flat/end of service, so it was due to be replaced anyways. It was unknown when the troubleshooting was performed, but the impedance issues were during routine checking. During the replacement, the lead and connection into the ins seemed sound. The lead was withdrawn from the ins and investigated; all looked clean. The varying impedance was during the procedure while checking the device. As a result, a new ins was placed and all impedances were within range. There were no symptoms or complications reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model #3058, found no significant anomalies. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.